Event description:
Pt had a hip replacement due to vascular necrosis (B)(6) 2004. She is currently experiencing toxicity indicated by chromium and cobalt levels being increased. She stated that her femur is loose due to an inflammatory process. Dr has recommended revision surgery. She has constant thigh pain. She is non weight bearing. Her right leg is approx 1 inch shorter. She has ambulation difficulties and utilizes a cane. An audible clicking sound is heard when she moves her hip. She has an unstable gait and has fallen twice which resulted in a concussion. X-rays indicated that there is space between her femur and the prosthesis. Dr states that her femoral head has worn away and the device has migrated. She has had a rash on her buttock which is itchy and dry. Pt states that she has cystocele which needs draining. Her left hip is currently locking creating a dangerous situation.